Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Lead was received with the overlay tubing distorted (buckled). The lobes undeployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead was not implanted because the lobe of the lead ¿couldn¿t open normally¿. Another lead was implanted. No patient complications have been reported as a result of this event.